Event description:
Customer reported an over infusion with heparin. On (B) (6) 2008, at 1400, heparin infusing at 8.3ml/hr. One hour later, nurse reported seeing heparin infusing at 20ml/hr. Biomed reviewed logs. At 1237, he reports logs show infusion at 8.3ml/hr. At 1403, the lvp was programmed to 20ml/hr and was turned off at 1506 hours. Logs received. No patient harm or medical intervention reported. Device return requested. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.